Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-04146 - device 1 of 4

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set cannula crimped event on 19-sep-2024 after 3 hours of insertion. Patient confirm the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. No further information available.